Manufacturer narrative:
Alleged failure: loosing signal mid case. [Update - full loss of image for 2 minutes. Surgical delay of 2 minutes. Same devices used to complete the procedure. No patient impact and no adverse consequences.] The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a loss of image.